Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple vad stopped alarms with the year 2000. Due to the reset of the real time clock (rtc), the date and time of these alarms cannot be determined. The reset of the rtc is an additional observation that is not related to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported power disconnect failure could not be duplicated at the bench level. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient exchanged the controller on (B)(6) 2016. The patient wanted to connect a new battery, but the controller could not be identified. He repeated the connection with another battery with the same result. The patient tried to connect the ac adapter on the port with the same result. Event was a few weeks after the fsca upgrade. The perfusionist tried to connect to a battery with the same controller with the same result. It was exchanged out. No injury to the patient was noted.